Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. It was reported that (B)(4) will not be returned for evaluation as an autopsy was not performed. The patient's outcome was not considered to be device related. The device reportedly operated as expected. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after implant on (B)(6) 2019, the patient required a right ventricular assist device (rvad) and extracorporeal membrane oxygenation (ECMO) support as the patient experienced right ventricular failure, and the patient ultimately expired on (B)(6)2019. The death was not considered to be device related. The device operated as expected.